Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to thermal fuse disconnection. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, the lamp did not work even though the lamp was replaced. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record could not be reviewed because the device was manufactured more than 15 years ago. Based on the evaluation result by olympus service operation repair center (sorc), omsc judged that the reported phenomenon occurred due to thermal fuse disconnection. As for the cause of the thermal fuse disconnection, it was presumed that the internal temperature of the device was risen, and it was broken as an operation of the safety mechanism. In addition, the increase in internal temperature might be caused because the inlet hole and exhaust hole was blocked, or fan malfunctioned temporarily.